Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine; however, at 10am that same day, stated she took more food and/ or drink. About 3 days after the start of the alleged issue, the patient claims she felt symptoms of tired, sweaty and frequent urination. No additional treatment was specified. The patient denied testing on another device. The cca noted the correct test strips were being used for testing. There was no indication of misuse. The batteries did not need to be replaced in the subject meter. The cca was not able to walk the patient through resolving the alleged issue with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.